Event description:
Wire for starclose was inserted without difficulty. The sheath was inserted over the wire and upon removing the wire there was copius bleeding back via sheath, indicating defective membrane. The starclose device would not set onto the sheath. Physician put a new 6 fr sheath in over the wire and got defective device out and used a new starclose that worked correctly. Held pressure for five minutes after the new closure device was placed. No patient harm.